Event description:
Eight months after the procedure, there was in-stent restenosis in all three of the cypher stents the patient received. Ninety percent (90%) restenosis. At the same time, restenosis inside a competitor's bms (implant date and product unknown) implanted at aha#1 was observed (90%). 2006: to treat the restenosis inside the cypher at aha#7, poba was conducted. Balloon size, inflation time and pressure were unk. The residual % of the restenosis was 25%. To treat the restenosis inside the bms at aha#1, cypher (3.5/18mm) was implanted inside the bms. The residual % of the restenosis was 0%. The pt was in stable condition. Physician's comment: it is unk if this event is related to cypher. Anti-platelet therapy conducted is the following: heparin 6000u/day: 2005. Aspirin 100mg/day: 2005. Ticlopidine hydrochloride 200mg/day: 20.

Manufacturer narrative:
The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.0 x 20mm balloon at 12atm before deploying a 2.5x18mm cypher at 16atm. Then a 2.5x23mm cypher was implanted at 16atm, at the proximal end of the initially implanted cypher. Finally, a 2.5x18mm cypher was implanted at 16atm at the proximal end of the 2nd cypher. All 3 stents were overlapping. Post-dilation was conducted with a 2.5 x 15 mm balloon at 16 atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 15%. Ivus was conducted. Approximately 3 1/2 months later, the patient complained of chest pain. It was not reported that treatment was provided. At the 8-month follow-up, coronary angiography was conducted and restenosis was observed inside the distal end of the 2nd implanted cypher. There was 90% restenosis. At the same time, there was 90% restenosis inside a competitor's bms (implant date and product unk) in the proximal right coronary artery (rca) was observed. Approximately ten days later, to treat the restenosis inside the cypher at the mid lad, poba was conducted. The residual % of restenosis was 25%. There were two 2.5x18mm cypher stents with different lot numbers. However, it cannot be exactly determined which of these two stents might be involved in the restenosis event. Therefore, both are reported as part of the event. To treat the restenosis inside the bms in the proximal rca, a 3.5x18mm cypher was implanted inside the bms. The residual diameter stenosis measured 0%. The patient was in stable condition following the procedure. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is also one of three products used in the same procedure that were reported under the following manufacturing numbers 9616099-2006-01024 and 9616099-2006-010265.